Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and bladder suspension. The patient underwent the concurrent procedures of midureteral suspension and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
Date sent to FDA: 07/28/2017 additional patient codes: (B)(4)- urinary retention, (B)(4)- urinary tract infection, (B)(4)- urinary urgency, (B)(4) - urinary frequency additional narrative: it was reported that following insertion the patient experienced urinary retention, urinary tract infection, urinary urgency and urinary frequency.

Manufacturer narrative:
.